Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.

Event description:
On (B)(6) 2013, a company representative who is a clinical specialist reported that the patient had been in the hospital with low blood glucose levels. The patient's wife stated that on (B)(6) 2013, her husband was sitting in a chair at 4:30pm and eating (B)(4) and dip. She stated that he began to have a seizure while he was eating. He said he saw dots and was in a daze. His stepdaughter called paramedics while his wife tried to keep him from hurting himself. His blood glucose level at that time was 69 mg/dl. When the paramedics arrived, his blood glucose level was 51 mg/dl. His wife removed his infusion device and he was taken to the hospital by ambulance. While in the ambulance, his blood glucose level was 21 mg/dl. He was sedated in the ambulance. The patient's wife stated that he had to be given blood at the hospital. She stated that she did not know from where he was losing blood. The following day the hospital was still trying to regulate his blood glucose level and potassium level. She stated he had been in the hospital two other times since september with low blood glucose levels. She stated that the patient is going to discontinue use of the infusion device and switch to insulin injections. Prior to the incident the patient's doctor lowered the basal rates on the patient's infusion device. She stated that the medication he was on made him delirious. She stated that the emts stated that the infusion device had given him too much insulin. The infusion device and accessories were requested to be returned for evaluation, but the patient's wife stated that she would not return anything until she understood what had happened.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.